Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is overfill. However this cannot be confirmed. A DHR review is not required as the serial number is unknown. The instructions for use were found adequate and state the following: "1) fill the reservoir with sterile water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun¿ temperature management system cleaning solution to the sterile water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen." Correction: d, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse noted that the patient had been on therapy a few hours and patient temperature (pt) had not met their targeted temperature (tt) in an arctic sun device. Patient temperature (pt) was 35.6c, targeted temperature (tt) was 37c, water temperature (wt) was 26.9c, flow rate (fr) was 3.8lpm. Explained they would expect an alarm 113 (reduced water temperature (wt) control), but event log only shows alert 11 (patient temperature 1 below low patient alert). System hours were 7296, pump hours were 6264, chiller temperature (t4) was 5.9c, mixing pump command (mpc) was 0 percentage, water level was 4. They stated that there were no graduated containers in which to try draining water in case of overfill. Patient was 77kg with small pads in place and the patient was well covered and suggested any exposed abdomen be covered with a universal pad. Suggested trying a secondary temperature source to ensure patient temperature (pt) one was accurate or move to beside if this was possible and investigating clinical reasons for patient temperature not increasing. If protocol allowed, they might also want to try counter-warming with a bair hugger or warm blankets. Advised they could page later if they were still having issues with this device.

Event description:
It was reported that the nurse noted that the patient had been on therapy a few hours and patient temperature (pt) had not met their targeted temperature (tt) in an arctic sun device. Patient temperature (pt) was 35.6c, targeted temperature (tt) was 37c, water temperature (wt) was 26.9c, flow rate (fr) was (B)(4). Explained they would expect an alarm (B)(4) (reduced water temperature (wt) control), but event log only shows alert 11 (patient temperature 1 below low patient alert). System hours were 7296, pump hours were 6264, chiller temperature (t4) was 5.9c, mixing pump command (mpc) was 0 percentage, water level was 4. They stated that there were no graduated containers in which to try draining water in case of overfill. Patient was 77kg with small pads in place and the patient was well covered and suggested any exposed abdomen be covered with a universal pad. Suggested trying a secondary temperature source to ensure patient temperature (pt) one was accurate or move to beside if this was possible and investigating clinical reasons for patient temperature not increasing. If protocol allowed, they might also want to try counter-warming with a bair hugger or warm blankets. Advised they could page later if they were still having issues with this device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is overfill. However, this cannot be confirmed. A DHR review is not required as the serial number is unknown. The instructions for use were found adequate and state the following: "fill the reservoir with sterile water only. Four liters of water will be required to fill the reservoir at initial installation. Add one vial of arctic sun¿ temperature management system cleaning solution to the sterile water. From the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. From the hypothermia or normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse noted that the patient had been on therapy a few hours and patient temperature (pt) had not met their targeted temperature (tt) in an arctic sun device. Patient temperature (pt) was 35.6c, targeted temperature (tt) was 37c, water temperature (wt) was 26.9c, flow rate (fr) was 3.8lpm. Explained they would expect an alarm 113 (reduced water temperature (wt) control), but event log only shows alert 11 (patient temperature 1 below low patient alert). System hours were 7296, pump hours were 6264, chiller temperature (t4) was 5.9c, mixing pump command (mpc) was 0 percentage, water level was 4. They stated that there were no graduated containers in which to try draining water in case of overfill. Patient was 77kg with small pads in place and the patient was well covered and suggested any exposed abdomen be covered with a universal pad. Suggested trying a secondary temperature source to ensure patient temperature (pt) one was accurate or move to beside if this was possible and investigating clinical reasons for patient temperature not increasing. If protocol allowed, they might also want to try counter-warming with a bair hugger or warm blankets. Advised they could page later if they were still having issues with this device.